Event description:
It was reported that after the patient had a seizure and experienced a fall involving the implant area, an alert triggered for high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead and the pacing portion of the lead also exhibited an increase in impedance. The svc was then programmed off. A second alert later triggered for the other high voltage portion of the rv lead. When the patient presented for rv lead revision, impedance on the high voltage portions of the rv lead were within normal limits. The svc was turned back on and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(6) 2013. Daily hv lead trend data shows a spike increase for svc defib= 72 to 102 to 88 ohms range between (B)(6) 2013 and (B)(6) 2013. There was one patient alert for oot sub-threshold lead impedance on (B)(6) 2013. Daily hv lead trend data shows a spike increase for defib active can on impedance = 76 to 101 peak between (B)(6) 2013 and (B)(6) 2013. Concomitant product: 5076 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: analysis of additional performance data collected from the deviced indicated the weekly hv lead trend data shows an increase for max defib active can on impedance and svc defib= 73 to 102 ohms peak between (B)(6)-2013.